Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer. However, the investigation of said device is still in progress at the time of this report. Material from our production line was functionally inspected according to tp-0183 and no issues were detected that can lead this customer complaint. The device history record of batch number 74a170047 shows that the product was assembled and inspected according to our specifications. This report will be updated upon completion of the device investigation.

Event description:
Customer complaint alleges that when it was hooked up and given proper flow, the device only bubbled instead of misting. Alleged event reported as detected during a patient use. A new device was used with no issue. No injury or consequence to patient was reported. Patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a green particulate found at the top opening and bottom opening of the orifice of the jet. Also, the cap was not attached to all of the threads on the jar. The returned tubing was used to connect the nebulizer unit to the air flowmeter. The 5 cc of water was added to the returned nebulizer unit and tubing was connected to an air flow meter and the pressure was increased to 8 lpm. A mist was not produced from the chamber of the nebulizer. The reported complaint that the device did not nebulize was confirmed through visual and functional inspection of the returned sample. Based upon the customer's complaint and the investigation findings, the potential root cause is manufacturing. A non-conformance has been initiated to further investigate this complaint issue.

Event description:
Customer complaint alleges that when it was hooked up and given proper flow, the device only bubbled instead of misting. Alleged event reported as detected during a patient use. A new device was used with no issue. No injury or consequence to patient was reported. Patient's condition was reported as "fine".